Manufacturer narrative:
Additional information: follow up with the account on (B)(6) 2018 and they reported that the patient has moved to the (B)(6) area, and was seen in the (B)(6) lasikplus location. The account reported that patient has decided to seek follow-up care elsewhere and below is a timeline of events: on (B)(6) 2018 - patient treated on wavelight with 6.5 zone and 90um flap (intralase). There was loose epithelium during treatment so surgeon placed a bandage contact lens (bcl) in both eyes. On (B)(6) 2018 - patient returned for 3 day follow-up with bandage contact lens in both eyes and they were left on per doctor's' instructions (leave them for 7 days) on (B)(6) 2018 - patient returned for 6 day follow-up, and is upset that her vision is still blurry, bcl was removed from both eyes and patient noticed vision slightly improved. Patient was reassured that it will improve. On (B)(6) 2018 - patient returned for 3 week follow up and reported that vision is not as good as compared to contacts before surgery patient was reassured that it will improve on (B)(6) 2018 - patient returned for 1 month follow up and is visibly upset and reports that vision is "getting worse", with photophobia and diplopia, the surgeon examines the patient and notes epithelial dots. He explains to her that it may get better on its own, but if not, he can debride the cornea. Patient reports that is moving to (B)(6), so was told that patient is covered by all lasikplus center, and that would be happy to see patient again in lexington if returning to area. Advised the patient to wait and see if there is improvement. Advised patient to visit a corneal specialist or to have glasses made. Patient code of 3191 is provided for diplopia. Patient code of 3191 is provided for epithelial dots. Patient code of 3191 is provided for photophobia. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.